Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The implantable cardioverter defibrillator exhibited undersensing which resulted in delayed high voltage therapy. In the emergency room, patient received CPR but no external shocks. Patient was transferred to ICU. Programming changes were made to resolve the issue. No further information was reported.